Event description:
It was reported that a tracheal tube cuff leak was noticed prior to patient use during the cuff leak test. There was no patient involvement reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Visual inspection was performed and it was observed the sample revealed a small cut in the area where the inflation line is inserted into the tube. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.